Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was populated in g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.g4 - updated to reflect n/a h10 - updated to add "n/a was populated in g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor".

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned battery has been measured and results were within specification. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), and no issues were observed. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Performed the poise voltage test for the returned sensor and observed the poise voltage to be within specification range. Attempted to reprogram the returned sensor and "data event log full" error followed by nfc (near field communication) command error message was observed. A full event log will prevents from monitoring the sensor's current consumption when in on and off states. The observed error was caused by the investigator and unrelated to the sensor. Unable to be reprogrammed the sensor to perform a smu test or current consumption test. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.